Event description:
It was reported that the stent was removed from the package, and as it was backloaded onto the guide wire, the tip of the stent came off. Reportedly, there was no pt involvement with this device.